Manufacturer narrative:
Evaluation: twenty catheters, received from the facility in unopened packages, were inspected under 20x magnification per protocol. No defects were noted. Batch review from mfg plant indicated inspection charts had no issues highlighted. Final physical results, sterilization records and pyrogen records were acceptable.

Event description:
Reporter stated that three pt, each of whom had a peripheral IV catheter placed in the hand for less than 2 hrs, developed arm phlebitis (redness and soreness, no swelling or bruising) 3-4 days after the incident. One pt had a catheter of this product code (20 gauge). Update from customer: a total of five pts have developed phlebitis. Use of this gauge catheter was documented in 3 pts. It was most certainly used in a 4th, but gauge was not documented. The gauge used for the fifth pt was probably also a 20 gauge, but this cannot be confirmed. The 4th pt developed thrombophlebitis, was hospitalized for 3 days and rec'd IV heparin, then was on subcutaneous heparin therapy at home.